Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. The device has been received, investigation is not complete. A follow up report will be submitted with investigation findings.

Event description:
Customer reported tubing separated from the t-connector while attached to a central catheter during an infusion of fentanyl. The t-connector was found to be dislodged from the connector hub, but hub still connected to IV port. Medication did not infuse into pt due to separation and pt became hypertensive. Additional fentanyl and chloral hydrate given. IV tubing replaced without further incident, pt's blood pressure stabilized and no harm to pt. Although requested, no further pt/event info was provided.